Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod longer than 48 hours. Patient stated while getting dressed, she believes the cannula may have dislodged from the infusion site (back). As treatment, 2 manual injections were delivered. The patient's blood glucose and insulin history are as follows: (B)(6).